Event description:
It was reported that on the day of implant, the patient reported severe chest pain and belching. A chest x-ray confirmed a left-sided pneumothorax. No further patient complications have been reported as a result of this event.